Event description:
Two burn blisters on her belly [burns second degree]. Case description: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for division consumer healthcare (B)(4). A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for an unspecified indication. Medical history included shoulder and back discomfort. The consumer's concomitant medications were not reported. The consumer experienced two burn blisters on her belly on an unspecified date. She used the heatwrap for less than 6 hours and found the bigger blister has a size of 1.5cm, the other blister is smaller. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.